Manufacturer narrative:
Other: outcomes to adverse event: pain and nausea. The following products have been used in the surgery: part# msb_unk_screw; lot# unk; qty# (B)(4). Part# msb_unk_rod; lot# unk; (B)(4). Part# 9393612; lot# 21dl; 510k# k172199; UDI# (B)(4), qty: (B)(4). Part# 9393612; lot# uk13; 510k# k172199; UDI# (B)(4), qty: (B)(4). Part# msb_unk_set screw; lot# unk; qty: (B)(4). It is unknown which of the above implants were responsible for the adverse events. Also, it is unknown whether these products caused or contributed to the reported event or not. We are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient call that on an unknown date, post-op, patient was having a lot of pain and nausea, he was getting feverish and had joint pain. They ran tests to check for auto-immune diseases and it gave a false positive. This all started approx 1 year after the surgery. The patient would like to know what metals are in the screws and rods.